Event description:
Reported indicated that since the patient underwent revision surgery one month ago, and "has had a seizure everyday since the surgery." The seizures are below the patient's pre-vns baseline. Additionally, the patient's generator is "moving around a little." Review of the operative report confirmed an "anchoring stitch of 3-0 prolene was then placed to secure the generator to the pocket." The operative report also indicated the patient's previous device settings were entered into the new generator prior to leaving the or and the "device was then re-interrogated and the leads were noted to be adequate with good impedance and good values." Attempts to obtain additional information are being made, but have been unsuccessful to date.